Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual inspection revealed that the staples appeared properly aligned. The stapler was returned with its trigger not engaged. Evidence of use in the form of biological material was present on the device. The stapler was received with 29 staples left in the cover block, indicating that at least 6 staples were fired by the customer. Dimensional inspection was performed on the frame and trigger components. The inner width of the frame measured 0.502", which does not meet the minimum specification of 0.520". The width of the trigger measured 0.4555", which is in within the specified range of 0.422"-0.457". The width of the trigger at the protrusion which contacts the cover block component measured .4915", which is not within the specified range of 0.470"-0.485". The trigger and frame were observed to be within specification. Upon full engagement of the trigger, the first staple fired properly. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. 15 staples were fired into the simulated skin pad. Excessive friction was observed between the trigger and frame components. The trigger repeatedly became stuck in the frame. During the twelfth attempt at firing the stapler, the stapler misfired. One partially formed staple and one full formed staple were released. Die casting anomalies were discovered on the forming tool. Per DHR the product visistat 35r 6/box lot#: 73h2300497 was manufactured on 08/15/2023 with a total of (B)(4) pieces. Lot was released on 08/30/2023. DHR investigation did not show issues related to complaint. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." Several actions, including supplier notification and quality alert, were taken to address this issue as part of an nc, which was closed on 12-dec-2024. The sample was manufactured prior to these actions on 15-aug-2023. The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. Upon functional inspection, the trigger repeatedly became stuck in the frame. During the twelfth attempt at firing the stapler, the stapler misfired. One partially formed staple and one full formed staple were released. Excessive friction was observed between the trigger and frame components. The width of the frame and trigger components were measured to be out of specification. Several actions, including supplier notification and quality alert, were taken to address this issue as part of nc, which was closed on 12-dec-2024. The sample was manufactured prior to these actions on 15-aug-2023. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "6 of staples jamming. 10 of staples split apart. 3 of continuous staples at once release". No patient involvement.